Event description:
It is reported that 3 patients who received a zimmer nexgen lps flex knee after uni knee revision were revised again due to aseptic loosening.

Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://dx.doi.org/10.1016/j.arth.2015.05.042. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed and the product history search could not be performed and compatibility could not be assessed. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. However, the complaint may be revised upon return of product for further information.